Event description:
It was reported that the user's dexcom g7 continuous glucose monitor (cgm) experienced intermittent bluetooth communication with the ilet, resulting in signal loss to the ilet until the sensor was re-paired and entered warmup, with no alerts or alarms and no effect on blood glucose values. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure, with relevance to the device¿s electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.